Manufacturer narrative:
Additional information: a2, b5, b6, b7, d10, e1 and h6. B5: upon follow-up, it was reported that the patient experience bacterial peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of the events were unknown. It was not reported if the patient was hospitalized for the event. The same day the event onset, the patient was treated with meropenem injection (1gm, intraperitoneal, discontinued) and ceftriaxone injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. A day after the event onset, the patient treatment was changed to meropenem injection (250mg, once daily, intraperitoneal, discontinued). At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient was treated with ceferiyazxone (1 gm), and meropenam injection (1 gm) for peritonitis. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.